Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. As of the date of this report, the instrument has not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the stapler sureform 60 instrument was not working after it was first used and generated an error that displayed ¿possible failure detected while unclamping. Use grips to verify jaws are open. Do not reuse." No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The stapler sureform 60 instrument was analyzed but the reported issue could not be replicated. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and close properly. The stapler was installed onto an in-house system and fired on a test foam using an in-house stapler sureform 60 blue reload. The stapler initialized, clamped, fired, and unclamped without any issues in both attempts. The instrument was found to have failure (drivetrain unclamping failure) based on msc and dsp log review. Additional related observation not reported by site included: upon inspection, the I-beam was manually driven out and was found with lodged staples in the I-beam indicator window, likely causing the drivetrain friction failure. A review of the advance logs for the sureform 60 stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the instrument was installed on the system 2x and fired 2 blue reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. After the 2nd firing, the system detected a unclamp drivetrain failure at 99.99% completion. Logs showed error codes 22030 and 282, representing the unclamping drivetrain failure, and the force expiration that occurred as a result of the failure. The instrument was then removed and not used in the procedure again. The probable root cause of the findings of lodged staples is attributed to loose staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. Loose staples that do not go into tissue can be dragged into the I-beam slot as the I-beam retracts during unclamping. Increased drive train friction during calibration due to a staple lodged in the path of the I-beam can prevent the instrument from registering the reload color, which then results in an initialization failure.

Event description:
Refer to h11 for follow-up information.